Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer¿s parent reported via phone call that they were getting a lot of no delivery alarms on the insulin pump. They would change the infusion set and rewind the device. The caller reported the issue was resolved with a change of infusion set and reservoir. The caller also reported that the customer had been experiencing both low and high blood glucose. When the customer has low blood glucose they would treat with glucose tablets and food. The customer¿s blood glucose went up to 400 mg/dl after treating with a sandwich. Additionally, the caller reported that the reservoir compartment¿s opening had cracks. Due to the damage, the device will be replaced and returned for analysis.